Manufacturer narrative:
On 8-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping catheter and the device (including port, luer hub) was not irrigating. The medical team confirmed that the issue was identified only after it'd been used on the patient. There were no errors on the irrigation pump. The suspected device for the event is the catheter. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since the no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. Finally, tip was dissected and the irrigation tube was inspected, and it was found the irrigation tube found folded at the tip section. A manufacturing record evaluation was performed for the finished device number lot 31545216l and no internal action related to the complaint was found during the review. The irrigation issue reported by the customer was confirmed. The potential cause of the folded irrigation tubing cannot be determined. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through j&j's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation - paroxysmal ablation procedure with a pentaray nav high-density mapping catheter and the device (including port, luer hub) was not irrigating. The medical team confirmed that the issue was identified only after it'd been used on the patient. There were no errors on the irrigation pump. The suspected device for the event is the catheter. A second device was used to complete the operation. There was no adverse event reported on patient.